Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, at the time of surgery, the surgeon had difficulty opening and closing the maryland bipolar forceps, thus preventing its use for both tissue dissection and coagulation. The procedure was completed with no reported injury.